Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that the battery cover of his insulin pump was being held on with duct tape and the battery cap was cracked. Customer reported that he was receiving motor error alarms and had to rewind three times within the last week. Customer reported that the motor error alams were occurring during bolus. Blood glucose level was 166 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.